Event description:
It was reported during squeezing the handle of the 5mm endo clip applier on the artery and the device would not release the tension. The device had to be manipulated for some time before the grasping end became unclenched. The product was replaced with a like device to complete the case. No patient consequence was reported.

Manufacturer narrative:
Evaluation summary: the analysis results confirmed that one el5ml device was received in good visual condition. The instrument was cycled, fed and formed 7 clips within manufacturing specifications, 1 pear shaped clip due to an advancer bypass and malformed two clips due to an anti-backup failure. The instrument locked out as intended. The instrument jaws opened and closed as intended during analysis. The instrument was disassembled and the ratchet pawl was found to be damaged, therefore, causing the anti-backup failure. While no conclusion could be reached as to what may have caused the reported incident, we have documented the circumstances as they were reported to us. In addition, complaint information is trended non a regular basis to determine if further investigation is warranted. No incident related to the reported event was observed during the batch record review.